Event description:
It was reported that during a routine clinic evaluation, sensing integrity count (sic) was elevated and noise was found during isometrics. Followup information indicated that the patient had been seen and there was no further evidence of noise or sic episodes. The lead integrity alert was programmed on. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.